Event description:
It was reported that the patient underwent a surgery involving this inflatable penile prosthesis (ipp) due to infection in scrotum. Also, it was observed exposing tubing at scrotum. All components were removed and replaced with a tactra device. The patient fully recovered.